Event description:
A user reported that recent blood glucose readings from their bayer contour next one meter were not being transferred to the glooko mobile application. As a result, the user was not able to access the new blood glucose readings on the glooko application. No adverse event was reported. The glooko engineering team is currently investigating the issue.